Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center for annual inspection. This does not indicate an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, cracked adhesive was observed on the objective lens and light guide lens, along with damage to the d/e plastic cover (distal end plastic cover) and the c-body (distal end) chips holder ring. There was no patient involvement.